Event description:
It was reported that patient was referred for a scar revision surgery as the vns scar was described as excessive scarring. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently listed "lead model unknown" instead of "lead model 304". Model #, corrected data: initial report inadvertently listed "ni" instead of "304-20". Serial #, corrected data: initial report inadvertently listed "ni" instead of "(B)(4)". Lot #, corrected data: initial report inadvertently listed "ni" instead of "203926". Expiration date, corrected data: initial report inadvertently listed "ni" instead of "09/19/2020". Unique identified #, corrected data: initial report inadvertently listed "na" instead of "(B)(4)". Device manufacture date, corrected data: initial report inadvertently listed "na" instead of "09/27/2016".